Manufacturer narrative:
(B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time.

Event description:
It was reported that the bd vacutainer® trace element serum blood collection tubes failed to fill. No serious injury or medical injury was reported.